Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the catheter emptied despite the clamping. There was no clinical consequence for the patient. No medical intervention was required. It was reported "the green joint was properly connected".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with one finding. For material c-70013-003 and lot 13p21j0812, two non-conformances were initiated for peel-away sheath tears incorrectly. However, these are unrelated to this specific complaint issue. Therefore, this finding is not relevant. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter emptied despite the clamping. There was no clinical consequence for the patient. No medical intervention was required. It was reported "the green joint was properly connected."